Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 50 mg/dl. The customer ate carbohydrates. Troubleshooting did not occur with tandem&#38112;technical support as the alleged issue occurred in the past.